Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear selected for percutaneous catheter myocardial ablation procedure. During the pulse filed ablation procedure when performing left inferior pulmonary vein (lpv) and after the completing the right inferior pulmonary vein (ripv), no air was noted in the sheath but a large number of air was observed inside the flushing port and leak was also noted. Air was also observed while removing the dilator from the sheath. As per physician no air was drawn towards patient at this time inside the patient, but it is still dangerous. Procedure completed successfully using the same device. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.